Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing threshold and lead not capturing the follow-ups as there could be microdislodgement. This was confirmed through x-ray. No new lv lead was implanted. No additional adverse patient effects were reported.